Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set was leaking from a hole in the tubing. This occurred during patient use. To correct the issue, the transfer set was replaced the day after the event. There was no patient injury or medical intervention associated with this event. No additional information is available.